Event description:
It was reported that the patient's processor started smoking while patient is wearing it. A new replacement processor was sent to the patient. No serious injury was reported.

Manufacturer narrative:
This report is submitted on june 25, 2024.